Event description:
Customer called to report that the ion-selective electrode (ise) drain overflowed and dripped underneath the unicel dxc 800 synchron system. The field service engineer (fse) inspected the instrument and cleaned the ion-selective electrode drain valve. The fse then cleaned and decontaminated the flow cell. The repairs were verified per established procedures. The failure mode of the instrument appears to be the ise drain valve. The fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
(B)(4).